Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.a medical device type: jka d.2.b common device name: tubes, vials, systems, serum separators, blood collection e.3. Other occupation: senior quality business partner investigation summary bd had not received samples or photos for evaluation. Retained samples were not available for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. While bd was unable to confirm this complaint for the indicated failure mode damage/hole in tubing, bd has initiated further root cause investigation relating to the issue of damage/hole in tubing through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, one device leaked from the tubing near the wing. There was no health impact or consequences reported.